Event description:
Overdelivery reported. At 0045, the pump was set to run d5lr 1000cc at 100cc/hr. At 0300, the bag was reported to be nearly empty. No pt harm reported. No pump alarms were reported.